Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm showed reading of 44 mg/dl and the patient felt "bad" (not confirmed what specific symptom). The patient tried to correct by eating food. The values increases but the cgm reading kept eventually dropping despite eating. They checked a bg which was 119 mg/dl so she had her daughter take her to the hospital emergency room. She stayed at the hospital until on (B)(6) 2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).